Event description:
It was reported that the patient died approximately 6 months following the implant of the implantable cardioverter defibrillator (ICD) system. Cause of death was unknown. The patient passed away while out of town and relatives refused to disclose any information. No additional details are known. The patient was enrolled in the (B)(6). It was unknown if the death was related to the ICD system.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).